Event description:
Additional information received reported that the patient was having a revision due to high impedances on 4 contacts with the current lead. They intended to add a 2x8 paddle lead and abandon the current extension. They intended to keep the existing implantable neurostimulator (ins).

Event description:
It was reported that the patient had right sided pain that the patient did not have the time of his implant. They attempted to reprogram the one lead. Then they looked at x-rays and noted that the patient had a 2x4 implanted. They attempted to program the second lead, but impedances were greater than 10,000 ohms and the lead was not able to be used. Diagnostic testing included impedance testing, x-rays, and reprogramming. The patient¿s status at the time of report was alive with no injury. The causes of the high impedances were unknown. The x-rays did not show fractures. The patient was referred to a neurosurgeon. The patient was receiving therapy on his left side. The patient was in stable condition through medication. The patient had been in contact with the healthcare professional (hcp) to figure out further diagnostics/interventions regarding their spinal cord stimulator (scs). The hcp was going back and forth with the patient¿s insurance for approvals.

Manufacturer narrative:
Concomitant medical products: product ID: 3887, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. Product ID: 7498-66, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n481657, implanted: (B)(6) 2014, product type: adapter. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a lead revision on (B)(6). The patient was replaced with a 2x8 paddle lead. The patient was getting good coverage that this time and getting effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a loss of therapeutic effect and the lead was damaged. The patient had been having some pain since (B)(6) 2014 and was waiting to have surgery because one of the leads broke in 2014. They just found out the lead broke about (B)(6) 2015. A doctor found it through a cat scan. The patient had placed an icy hot on his hap yesterday and it helped the patient's pain. It was noted that the patient turned the stimulator off yesterday and the implantable neurostimulator (ins) was implanted in the stomach. The patient also went to two doctor appointments yesterday and the doctor was going to be doing an upcoming surgery soon to replace the leads and ins.